Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lockjaw", deemed not device related is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that a patient was injected with 2 syringes of juvéderm® volux¿ xc and is now experiencing pain, swelling and an inability to move their jaw. The hcp stated that the patient is experiencing trismus (lock jaw.) Additionally, the healthcare professional reported that a patient was injected in the gonial angles with 2cc of juvéderm® volux¿ xc. 24 hours later the patient noticed swelling and pain. The patient was evaluated 36 hours of post treatment and the swelling and pain looked normal for the procedure type. However, within 2-4 days the pain and the swelling worsened. The patient started having difficulty opening their jaw. They hcp continued to evaluate the patient every 2 days. The patient was started on prednisone and doxy 6 days after injections. The patient was referred to another injection for ultrasound guided hyaluronidase 1.5 weeks post injected and 1 day later had to go to the ER for what was discovered to be a masseter abscess. A diagnostic test was performed in relation to this event. It was a handheld ultrasound, to guide hyaluronidase use. A CT scan was done in the hospital, and the results showed an abscess in the right masseter muscle. The patient began treatment at the beginning of the month. The hcp treated the patient with prednisone & doxycycline orally for 2 weeks, four days later the patient was treated with prednisone clindamycin from another office. Two days later the patient was treated with prednisone: IV antibiotic unknown route: IV. After two days the hcp drained or surgical treatment of abscess suspected by ent. The symptoms have not been resolved. This is the same event and the same patient reported under patient identifier (B)(4) (B)(6). This emdr is being submitted for an unexpected serious injury.